Event description:
Caller reported malfunction on pump with no notable events occurring prior. There was no specific information on any adverse impact to customer's blood glucose level. Technical support provided information to reset the pump and assisted caller in doing so, which resolved the issue, and customer was advised to continue using pump and to call back if the issue recurs.